Event description:
A report was received that the patient was in the hospital due to infection at the lead and pocket site with symptoms of redness, drainage and elevated white blood count (wbc). The patient was prescribed antibiotics. The physician did not believe that infection had anything to do with the device or the procedure. The patient underwent a revision procedure wherein the lead and ipg was explanted and a new lead was implanted to keep site open to make way for a new implant when the infection clears. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.